Event description:
It was reported that during an unknown procedure, the ivc (inferior vena cava) was hit with the trocar. The vascular surgeon was called in to repair it. The patient was fine. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.